Manufacturer narrative:
Physio-control evaluated the customers device and was unable to verify the reported issue of the device not powering on. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device does not power on and is unable to charge. In this state defibrillation therapy would not be available, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not power on and is unable to charge. In this state defibrillation therapy would not be available, if needed. There was no report of patient use associated with the reported event.